Event description:
Patient experiencing increased pain and external rotation of the right leg. Revision surgery completed for removal and re-implantation of fixation device.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The specific clinical event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).